Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt experienced 2 bad seizures and was subsequently hospitalized approx 1 1/2 weeks post vns implant surgery. Stimulation had not yet been initiated. The pt aspirated while hospitalized and later passed away while hospitalized. The pt was diagnosed with ards (acute respiratory distress syndrome). Treating neurologist indicated that cause of death was aspiration pneumonia secondary to seizure and ards. The device was not explanted prior to burial. Certificate of death lists acute respiratory failure, secondary to acute respiratory distress syndrome, secondary to aspiration pneumonia-bilateral as the cause of death. No autopsy was performed.